Event description:
The event occurred on an unknown date involving a spiros®, closed male luer w/red cap, 10 units where it was reported that the customer had a handful of spiros disconnections from the end of syringes/cadd tubing. This issue was not every day but occasionally. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review (DHR) review. D9 - device available for evaluation: no.